Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose earlier. However, the customer stated that she had low blood glucose of 80mg/dl at time of call. The customer stated that she was instructed by a healthcare professional to take half of a bolus indicated at night. Customer had a high blood glucose of 328 mg/dl and treated with 1.9u. The customer stated that her blood glucose started to drop and treated with orange juice and crackers. While customer was on the phone she started to feel sick and threw up. Advised customer to seek medical attention. No further information was provided.